Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the most reasonable assumption is that the dislocations were consequently leading to loosening followed by increased wear of the polyethylene part. Should additional info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It is reported that pt underwent total right hip replacement on (B)(6) 2002. Post op, the device dislocated on (B)(6) 2005, (B)(6) 2006 and (B)(6) 2007. The pt was revised on (B)(6) 2007, wherein polyethylene debris and dislocation were noted.